Event description:
It was reported that: a central trilumen catheter insertion was performed using the seldinger technique. A dilator was inserted, fol lowed by an attempt to thread the trilumen catheter. However, no return flow was obtained. The guidewire was removed, and it was observed to be bent. Additional information: it was reported that the patient's current condition was "deceased" from a complicated urinary tract infection. The patient had a very complicated medical history, see below. Date of incident (B)(6) 2023 and date of death (B)(6) . The account confirmed that there were no injuries to the patient due to the bent guidewire. There was a successful insertion of another catheter after this attempt failed.

Manufacturer narrative:
(B)(4). The complaint of guidewire kinked in use was able to be confirmed by the customer provided video. The video revealed a kink near the j bend of the distal guidewire. A complete visual inspection could not be performed as no sample was returned for analysis. The video revealed a kink near the j bend of the distal guidewire. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a central trilumen catheter insertion was performed using the seldinger technique. A dilator was inserted, fol lowed by an attempt to thread the trilumen catheter. However, no return flow was obtained. The guidewire was removed, and it was observed to be bent. Additional information: it was reported that the patient's current condition was "deceased" from a complicated urinary tract infection. The patient had a very complicated medical history. Date of incident (B)(6) 2023 and date of death (B)(6) 2023. The account confirmed that there were no injuries to the patient due to the bent guidewire. There was a successful insertion of another catheter after this attempt failed.

Manufacturer narrative:
Qn#(B)(4).